Event description:
It was reported that during a pulse field ablation (pfa) procedure using a faradrive sheath there was visible air during aspiration and the sheath was leaking. Mapping was completed with a non-boston scientific mapping catheter, and during mapping the faradrive's valve was leaking. The sheath was replaced with another faradrive sheath, and the procedure was successfully completed. No patient complications were reported as a result of the event. The sheath has been received by boston scientific and is currently awaiting analysis.

Manufacturer narrative:
Boston scientific's investigation determined a tear in the silicone of the hemostatic valve most likely caused the leaking observed clinically. Based on all available information, boston scientific assigned the investigation conclusion code of 'cause traced to component failure' to the referenced event, as the investigation determined the tear most likely occurred during use and handling; there was no evidence to indicate that the event was due to a design or manufacturing-related issue.

Event description:
It was reported that during a pulse field ablation (pfa) procedure using a faradrive sheath there was visible air during aspiration and the sheath was leaking. Mapping was completed with a non-boston scientific mapping catheter, and during mapping the faradrive's valve was leaking. The sheath was replaced with another faradrive sheath, and the procedure was successfully completed. No patient complications were reported as a result of the event. The sheath has been received by boston scientific for analysis.